Event description:
It was reported that during a gastric resection procedure, the device locked out on the third firing. The surgeon tried the release button and it would not release then after the surgeon wiggled and played then the device finally released. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Closure trigger top additional follow-up: during firing, he heard a "ratcheting sound" coming from inside stapler. Half-way through, the firing trigger jammed completely and he couldn't fire any more. Rep had dr push the red switch. After several minutes of "fiddling" with the triggers something clicked inside and with the next squeeze it opened up. The analysis found that one ec60a device was returned in good visual condition and with a green fully fired cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4).